Event description:
It was reported that the patient passed away due to spontaneous intracranial hemorrhage (ich) of unknown cause and cardiogenic shock. The patient also had fungemia (trichosporon) and was treated with voriconazole. The death was not considered device related and the device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s intracerebral hemorrhage (ich), infection, sepsis, and cardiogenic shock could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03dec2018. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook (phb) are both currently available. The hm3 lvas instructions for use (IFU) lists potential adverse events, including bleeding, stroke, various types of infection (local, driveline, pump pocket), sepsis, and death that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Section 6 of the hm3 IFU outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the hm3 IFU and phb provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was septic prior to death.